Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leaked beyond the blood control. The following information was provided by the initial reporter: description of event: this morning staff were using the 22g bd insyte autoguard shielded IV catheter with blood control technology and noted blood pouring from the hub after the needle was retracted. All items with the same lot number was removed from circulation. I compared the defective product with another box of the same product/different lot number. It was noted the colored portion of the hub did not match. The defective hub has 3 protruding bands and the un-defective hub does not. Both items have the same ref number and description including ¿blood control technology¿. See images below. Was there any alleged injury or harm to use or patient: no additional key information: exposure to blood/bodily fluid

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the thirty-two 22g insyte autoguard units that were received from lot #4025338. Thirty units were received in sealed unit packaging. A functional test of all units revealed no leaks or damage associated with the manufacturing process. A microscopic examination of the septum revealed no damage that would allow fluid to leak from the septum. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.